Event description:
(B)(4).

Manufacturer narrative:
Center battery guides are broken off, minus center ring is damaged. Batteries have been disposed according to the customer. No pt injury. A replacement exchange unit was provided to the customer. Replaced new top case assembly and burned in for 2 days. The unit is working normal returned to inventory. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.